Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented for a follow-up, oversensing was observed each time an autocapture setup test was attempted. Oversensing was reproducible for all other tests. The autocapture setup was turned off. No symptoms were detected.